Event description:
The customer received questionable results for creatine kinase (ck), theophylline (theo) and albumin bcp (alb) on at least six patient samples. Of those six, two alb samples were found to be erroneous and were reported outside of the laboratory. All results are in g/dl. The customer received recurring reagent probe alarms and the r2 reagent probe was stuck in a reagent cassette on the analyzer. The customer also observed two dents on the cassette. Patient 1 had an initial alb result of 0.4, accompanied by a data flag. This result was reported out of the laboratory to the floor. The sample was repeated on another cobas 6000 c501 analyzer and generated a repeat result of 3.0. The customer deemed the repeat result to be the correct result and an amended report was issued. There was no adverse event. Patient 2 had an initial alb result of 0.8, accompanied by a data flag. This result was reported out of the laboratory to the floor. The sample was repeated on another cobas 6000 c501 analyzer and generated a repeat result of 3.2. The customer deemed the repeat result to be the correct result and an amended report was issued. There was no adverse event. The lot of alb reagent in use was 67320101, with an expiration date of 06/30/2014. The field service representative (fsr) found that the reagent probe had been bent by the reagent cassette. The customer had replaced the reagent cassette and the r2 probe. The fsr checked the r2 probe adjust and ran with a different cassette in the same position. The customer performed a precision run, which passed. There were no errors during the run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It could not be clarified why the albumin reagent cassette was not pierced correctly. The cassette was not available for further investigation.